Manufacturer narrative:
Follow-up #1: date of submission 10/13/16. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: black box shows ¿cs088¿ watchdog alarm on (B)(6) 2016. Moisture corrosion is observed in the battery canister and on the cap ¿ez-prime¿ steps were performed correctly, no ¿cs088¿ or any alarms occurred-unable to duplicate reported ¿cs088¿ complaint. The pump¿s cover was removed, further moisture was found inside to c75 watchdog circuit component. The correct serial number is: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 088. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.